Manufacturer narrative:
Philips service replaced the mpdu replacement assembly and flexvision-2 revised pc, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the mpdu failure caused power timing issues, preventing the system from booting on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.